Event description:
The hospital reported that during an endoscopic vein harvesting procedure vasoview hemopro 2, the shaft of the cutting device was sticky and hard to move in and out of the cannula, "not smooth". Completed with same device. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for lots 25153369, 25153391, and 25155184 the last 3 lots shipped to the account prior to the event/aware date. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Manufacturer narrative:
Trackwise ID# (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure vasoview hemopro 2, the shaft of the cutting device was sticky and hard to move in and out of the cannula, "not smooth". Completed with same device. The hospital did not report any patient effects.